Event description:
A patient reported blood glucose results of "170 mg/dl, 90 mg/dl, 190 mg/dl and 170 mg/dl" with a lifescan meter, performed between 10 minutes of each other. The meter, test strips, and control solution were replaced.